Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('mine is in my bowel') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced gastrointestinal injury (seriousness criterion medically significant). At the time of the report, the gastrointestinal injury outcome was unknown. The reporter considered gastrointestinal injury to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.